Event description:
It was reported that the patient was experiencing pocket erosion, specifically, the skin over the implantable stimulator (ins). It was noted that the patient had a very muscular thorax. Surgical revision took place due to the risk of perforation, and the ins was repositioned. It was also noted that infection was suspected before the procedure, so the patient was hospitalized for a short time and treated with medication; however, no infection had existed, so the device was not explanted and only repositioned. It was reported that the patient was "doing well" and that "so far the system is functional and working." Additional information has been requested, but was not available as of the date of this report.

Event description:
It was previously reported the date of the planned revision was (B)(6) 2012 as well as the date of onset for the event. It was noted the event was due to the implanted pulse generator (ipg).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).